Event description:
It was reported that the lead became "dislocated", and that there seemed to be liquid between the layers of the electrode. The lead was taken out of service. No patient complications have been reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.